Event description:
Customer is experiencing high blood glucose. Customer does not think the insulin pump is working. Customer has visited the clinic for assistance with the insulin pump. The blood glucose reading is 357 mg/dl. Customer has treated with a bolus. Customer experiencing urination and thirst. The blood glucose reading at the time of the event was 520 mg/dl. Customer treated with a manual injection. Nurse at the clinic had checked the blood glucose level. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.